Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for several years the right ventricular (rv) lead has had t-wave oversensing (twos) causing some non-sustained ventricular tachycardia. The lead remains in use. No patient complications have been reported as a result of this event.